Manufacturer narrative:
The customer reported that there was fluid in the hydro compartment and under the instrument. Bci customer technical support (cts) assisted the customer with troubleshooting, and recommended the use of personal protective equipment before troubleshooting. Service visited on (B)(6) 2011. The field service engineer (fse) inspected the hydro and found that the fitting on the no foam bottle assembly was broken. The fse replaced the fitting and this resolved the issue.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600i synchron access clinical system. No injury was reported and there was no effect to patient or user.